Event description:
It was reported that a patient¿s implantable neurostimulator (ins) would turn on and off when in close proximity to her iphone. Refer to manufacturing report # 3004209178-2013-20696. Additional information was requested but not yet received.

Event description:
It was further reported from a company representative that the patient hadn't mentioned the issue to them and was doing "ok" with the therapy.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# v002159, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# j0209882v, implanted: 2002 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2002 (B)(6); product type extension (B)(4).

Event description:
Additional information reported the patient had no issues and was receiving effective therapy at the time of follow-up.